Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarmed a no delivery. The customer's blood glucose level during the incident was 298 mg/dl. The customer was asked to check their blood glucose and it was found to be over 500 mg/dl. Since the meter was unable to read the blood glucose, the customer was advised to treat the high blood glucose with back-up plan. The customer was advised to call their health care professional for advice of the insulin dosage. The customer was advised to call back to troubleshoot the no delivery. The device will not return for analysis.